Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported, "three mixes of bone cement were mixed correctly by a very experienced scrub nurse, who then loaded it correctly into the cement gun. At the minutes the cement went into the pt, and set almost instantly. A full revision was required to get the cement out.